Manufacturer narrative:
(B)(4). Fourteen (14) cartridges of (B)(4), horizon ti small 6/cart 180/box were received from lot number 73e1500070 not used, closed in original packaging. Upon visual inspection, it was noted that all cartridges are in good conditions (clips placed in slots). The complaint defect of clips fell from applier was not confirmed. Functional inspection was performed, as follow: the (B)(4) horizon clips were loaded into the clip applier p/n 137081, batch # (B)(4); the (B)(4) clips were loaded properly/correctly into the clip applier, then applier was shaken to see if the clips fall, no quality problem were found during shaking. The (B)(4) clip was closed (completely closed); the clips was properly/correctly closed. Therefore failure mode clips fell from applier reported by the customer was not able to be duplicated with sample available ((B)(4) clips). Samples received did not confirm the defect reported by the customer clips fell from applier during visual inspection. In addition, a functional inspection was performed with the (B)(4) clips received, the device worked properly. Therefore, corrective actions is not required at this time. However, we will continue to monitor for trends.

Event description:
Alleged event: clips would not stay in the appliers. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4) the device history review for the product horizon ti small 6/cart 180/box, lot number 73e1500070 investigations did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: clips would not stay in the appliers. The patient's condition was reported as fine.